Event description:
It has been reported to philips that x-ray was not possible. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) analyzed the system onsite and verified that the system was unable to power on. Upon some functional test, fse found fiber optic, detector and fdc defected. Fse replaced the fiber optic cable. After replacing the cable, the system was returned to use in good working order. The codes were updated based on the investigation outcome.